Event description:
The customer's husband reported that the customer was hospitalized for high blood glucose levels, with a reading of 300 mg/dl. The customer had previously called to report a button error alarm during normal use. Troubleshooting was performed. The customer had not been pressing the buttons when the alarm occurred. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional tests. No button error alarms were noted. The insulin pump had intermittent button response due to a creased dome switch on the act button.